Manufacturer narrative:
A ge rep evaluated the sys and reformatted the hard drive and reloaded software. The sys operates as intended.

Event description:
The customer reported the sys mixed pt image data. There is no report of pt injury or death.